Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.

Event description:
It was reported that during a procedure the advanced cement mixing bowl and 180-gram cement cartridge disassembled. It was reported that no pieces fell into the cement and that the procedure was completed successfully utilizing the same device. No delay, no medical intervention and no adverse consequences were reported with this event.